Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Pt mentioned wanted to clip cords on spinal cord stimulator (scs) because not working and couldn't find anymore and luckily the lead was dis-attached and started working when out of surgery and didn't have to do anything with the scs device. Agent documented information given during the call. Agent documented information given during the call. Date could not be obtained.

Manufacturer narrative:
Continuation of d10: product ID 39565-65, serial# (B)(6), implanted: (B)(6) 2010, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(6), ubd: 21-sep-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.